Manufacturer narrative:
Manufacturer investigation conclusion: a correlation between the heartmate ii left ventricular assist system (lvas) and the reported elevated lactate dehydrogenase, elevated pump powers, and suspected thrombus could not be conclusively established through this evaluation. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The account submitted a log file for review. Analysis of the submitted log files revealed transient power elevations up to 8.9 watts were recorded throughout the log file on (B)(6) 2020. A no external power alarm was captured on (B)(6) 2020 at 10:17:29 when both power leads were simultaneously disconnected. The alarm lasted for approximately 19 seconds and the absence of external power to the system led to the activation of the emergency backup battery (ebb). There was no interruption in pump function and the alarms resolved when the controller cables were connected to appropriate power sources. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient expired on (B)(6) 2020 and heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 22sep2015. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists device thrombosis, bleeding, and death as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index are addressed in section 1 of this IFU. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and international normalized ratio range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a retroperitoneal bleed on (B)(6) 2020. While on anticoagulation hold for this event, the patient developed an elevated lactate dehydrogenase (ldh) of 921 units/l. Elevated flows and powers were also noted. Waveforms from the device were consistent with thrombus, and the patient was restarted on a heparin drip. The patient subsequently developed melena and an acute drop in hemoglobin consistent with gastrointestinal bleeding. Heparin was then discontinued, and the patient required a blood transfusion. Post extubation, the patient had been delirious, which worsened with these acute events. The patient also developed fevers and positive blood cultures, and antibiotics were changed appropriately. Due to hypotension, the patient was started on midodrine. Clinically, the patient was deteriorating with signs of cardiogenic shock, septic shock, and a possible repeated hemorrhagic shock. Per the family's prior instruction, the patient was not to be intubated or resuscitated. With these developments, the family elected to turn off the patient's heartmate as well as their implantable cardioverter-defibrillator, and the patient passed away on (B)(6) 2020. A no external power alarm was also noted on (B)(6) 2020 due to both power cables being disconnected simultaneously.